Event description:
Additional information reported the patient's outcome following their replacement surgery was that they had been admitted for the hospital for "recovery." The patient was reported however to have "had a good therapy" as of a week after the replacement surgery.

Manufacturer narrative:
Concomitant medical products: product ID: 3389-28, serial# (B)(4), product type: lead. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
(B)(4). Device evaluation: analysis of the lead found ¿the #3 conductor was broken at the #3 electrode weld site due to stretching at the distal end¿ and ¿there was an abrasion in the outer insulation approximately 1.8 cm from the distal end.¿ it was also found that ¿all four conductors were broken 11.6 cm from the distal end.¿

Event description:
It was reported that there was a dbs lead fracture that was confirmed by x-ray images. Impedances were measured, which resulted in abnormal values approximately 20,000 ohms in monopolar stimulation. When the impedances were measured during bipolar stimulation, they were within normal range. The therapy impedances in the bipolar stimulation were also normal with approximately 800 ohms. The patient¿s symptoms did not improve when the programming output was set to a high setting of 10 volts. The fracture was considered almost certain. Additional information received approximately 2.5 weeks later reported that the patient was not receiving effective therapy. It was unknown if the leads were or would be explanted. Additional information received two days later reported the patient¿s replacement operation was planned for this week. Additional information received two days later reported the patient¿s lead was extracted on (B)(6) 2014. It was noted although the insulation was not damaged with visual inspection, the wire inside appeared to be fractured.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.